Event description:
It was reported the patient experienced "pulsation-like electricity in her abdomen and running down her leg" and she felt "like I have eaten a tens unit". At the time of the symptoms, she also had a test on her pacemaker, although the pacemaker technician stated "this shouldn't happen". No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Pulsation-like electricity.